Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when running the user initiated operational check (opcheck) the device exits the opcheck and returns to manual mode after the charge button step when the charge button is pressed. The device then displays a charge button failure inop. There was no pt involvement.